Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 21-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the device was not detected on the bus. A field service engineer (fse) upon arrival no failures were identified. Then fse found a broken med cart cable connector on the communication sled and replaced the cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es electronic-lock refrigerator become non-functional. The customer attempted a reboot, but the issue persists. The device was not detected on the bus, preventing user to access medications and resulted on a storage failure. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.